Event description:
(B)(6) study: it was reported a fistula occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 23.5 mm. Prior to the index procedure, 81mg aspirin and 5mg apixaban were administered. On (B)(6) 2018, the patient was discharged with aspirin and apixaban. Approximately 4 months post procedure the patient presented with symptoms of mi. Cardiac catheterization was performed and was noted to be unremarkable. Then on (B)(6) 2019, the patient was diagnosed with myocardial infarction based on electrocardiogram, catheterization, angiography and ultrasound/transthoracic echocardiogram (tte). Angiography revealed a small coronary artery fistula. The patient was hospitalized on the same day. The following day, transesophageal echocardiogram (tee) revealed complete seal of the laa with no evidence of thrombus in left atrium. The patient's left ventricular ejection fraction was (lvef) was 60%. The mi was treated medically. The patient was discharged (B)(6) 2019 on aspirin. The mi was considered resolved and related to the cardiovascular condition. The event of fistula was considered ongoing. The available imaging is consistent with a fistula between the left circumflex (lcx) or rather one of its small branches and the laa. The fistula seems minor and not hemodynamically significant.